Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been rec'd for eval. Add'l questions in regard to the incident have been asked. If the sample is rec'd, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported the clear plastic insulation on electrode split and caused a minor burn to pt's tongue. No treatment was necessary.